Event description:
It was reported following pump replacement in 2009, the pt began experiencing baclofen withdrawal symptoms (unspecified). The physician felt the catheter might be occluded. It was not possible to aspirate or inject into the side port in the office. The pt was treated with oral baclofen. A catheter revision was done the following month, to correct the issue. Through troubleshooting it was found the connector, which had been added during the previous pump replacement, was occluded. It was not possible to inject saline through the connector. There was a small piece of tissue inside the connector. The connector was replaced and tested. The device was patent. The pt recovered without sequela after the revision.

Manufacturer narrative:
Connector was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.